Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a, endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was noted lowering the lever and was unable to return to the original position. Therefore, the footplate was not fully retracted. The device was ultimately removed from the anatomy without intervention. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.